Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported having experienced "unusual pain, tingling, swelling, numbness, or burning of the breast" within the first 2 months after mammogram and indicated event as "other" for the outcome of her pregnancy, but she did not specify what the event was. Event of a negative pregnancy outcome ¿other¿ has been deemed not device related. Later healthcare professional reported "capsular contracture baker grade iii" and "exchange from textured to smooth devices due to the patients concern with the product". This record for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.